Event description:
A data error alert was reported by the customer. Blood glucose level was 184 mg/dl at the time, which is within the normal range. Technical support informed the customer that some history logs might have been erased, but insulin therapy was unaffected. The customer acknowledged this and continued using the pump for insulin therapy.